Manufacturer narrative:
The initial MDR was submitted in error for the architect i2000sr analyzer. Manufacturer report number 3005094123-2018-00053 for the device evaluation of the architect total b-hcg assay has already been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on the architect i2000sr analyzer for a (B)(6)year old female patient. Sample ID (B)(6) generated an initial result of 116.47 miu/ml and retest generated a negative result of < 1.2 miu/ml. No adverse impact to patient management was reported. Refer to related manufacturer report number 3005094123-2018-00053 for the device evaluation of the architect total b-hcg assay.